Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional later reported "double capsule" seen in surgery. The device has been explanted and replaced.

Manufacturer narrative:
Alternate phone numbers: (B)(6). Alternate fax numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, overweight and opening in the anterior. A microscopic analysis was performed which identify two striated opening in the anterior side. Based on the device analysis the final assessment is: two striated opening in the anterior side assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.